Event description:
It was reported that the patient implanted with this right ventricular (rv) lead had an infection. No additional adverse patient effects were reported. Currently, the rv lead was capped. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).